Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an instrument to be used for s2 fusion. It was reported that the driver was discovered broken prior to being used on the patient. There was no patient involved in this event. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis of part # 7480930, lot # sv16j010 - visual inspection confirmed the tip of instrument has been stripped and the attachment pin to the internal bushing has broken. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.